Manufacturer narrative:
The product was not returned so no evaluation is possible. The customer experienced difficulty during the fill process which indicates a probable problem with the retainer that allowed a component to move resulting in damage. This damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized (though the "crackling" noise was not noted in this report). The omnipod user guide states: "warning: never use a pod, if during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." The user is also instructed in the user guide to monitor blood glucose levels frequently. By following these recommendations, the user became aware of their high blood glucose and started a new pod or backup therapy if needed.

Event description:
The customer's mother called to report that she had a difficult time injecting insulin into the pod's fill port. Despite this, she continued with the fill process, forcing the insulin in. After several hours of wearing the pod, the customer experienced high bgs (in the 500mg/dl range). The pod will not be returned for evaluation.